Event description:
Gambro was notified that an adult patient in the ICU expired during continuous renal replacement therapy. The customer would not provide additional information related to the patient except to state that no crrt product or therapy had contributed to the patient¿s outcome. The filter-set was discarded at the hospital and therefore unavailable for inspection.

Manufacturer narrative:
The prismaflex m100 filter set was discarded and not available for inspection. The review of the prismaflex m100 filter set device history record for lot number 12b1607g and the complaint history files confirm there were no nonconformities and no other complaint reported regarding this lot number. Gambro received no information to suggest that a gambro product caused or contributed to the event and it does not regard the submittal of this report as an admission of causation or liability.